Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the therapy with previous ins never worked the last two years because the battery in the device was dead. The patient said they only discovered the battery issue when they contacted their doctor's office to discuss having the device removed, as they wanted to undergo security screening without turning off the therapy. At that point, they were informed that the battery had been dead, which explained why the therapy wasn't functioning. Instead of removing the old ins, the healthcare provider (hcp) decided to replace it with a new device. The agent documented the patient's report. They have been working with manufacturer representative (rep) to optimize therapy. Additional information was received from the health care professional (hcp). The hcp stated that the issue was not caused by the normal battery depletion. The most likely cause of the event was due to the battery malfunction. When asked about the steps taken to resolve the issue, the hcp stated that the battery was replaced and continued every 6m device interrogation.